Manufacturer narrative:
The solero generator (sn (B)(4)) involved in the incident was returned to the manufacturer for evaluation. Unit received in good condition. The unit has 1.0.5 / 2.5.2 /17 software installed. Unit was functionally tested and electrical safety tested per procedures. No issues were noted during testing. The unit functioned as intended and meets all manufacturing acceptance criteria. As the event could not be replicated at the repair center, and it functioned as intended, the reported complaint description of error 306 cannot be confirmed. As the complaint could not be confirmed, a definitive root cause could not be determined. The solero generator troubleshooting guide states that error 306 means forward power not within specified limits. The resolutions listed for this failure are: check forward power detector line voltage. Check solero. Ini file forward power calibration settings (bsp/ifs install). A review of the device history records (service order system) was performed for the reported serial number (B)(4) for any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. This unit has had no previous service orders performed. The user manual, which is supplied to the user with this unit contains the following statements: 6.3 errors. Errors are non-recoverable system failures which require the end user to reboot the system. System. Errors may be the result of a failure that the end user in general has no ability to correct. System errors. Will be reported with unique error numbers which must be provided to angiodynamics to facilitate. Troubleshooting. In the event of a system error please make note of the events leading up to the error, record the error number, and follow the on-screen instructions. If such an error occurs, the solero unit will turn off and disable the microwave source, so there is no risk of immediate harm to the end user or the patient. 6.3.2 unrecoverable system errors. Any system error other than the coolant fault will be the result of an underlying problem with the system that the user will be unable to correct. In this case, the system will display an error similar to the one shown (example system error 125). The only differentiation will be the error number reported in the status bar. In this event, the user should note the conditions leading up to the error, record the error number, and report this information to the complaint handling department of angiodynamics. See section 12 for contact information. System errors are unrecoverable and the system should be shut down. It is not recommended that the system be restarted for further procedures until cleared by angiodynamics. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Event description:
As reported: dr. (B)(6) was performing a liver ablation using the solero microwave system. Half way through his ablation they got an "error message 306", ablation aborted, call customer service. They tried re-booting the generator three times and got the same message. The procedure was unable to be completed. Approximately 1 hour later, angiodynamics' representative was able to provide their trunk stock unit, at which time the procedure was completed. Because of the partial ablation on the first round, when the treating physician went back in to ablate for 2 mins at 60 watts, he was not able to visualize the lesion due to artifact created from the first ablation. This caused a poor result and doc worried about re-currence. Patient was reported to have been under anesthesia for a prolonged period greater than 30 minuted due to the event. It was reported that the patient suffered no adverse effects due to the event. The customer's solero unit has been returned for assessment and repair.